Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had a temperature issue. There was no damage to the pump reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2016 with the following findings: a review of the pump black box showed evidence of a drastic voltage drop leading to a cs177 warning and cs128 alarm on (B)(6) 2016. During investigation, the pump powered on with auditory and vibration features to a blank screen. The pump¿s cover was removed and the display screen was found to be shattered. Further testing was not able to be performed. There was no intermittent condition found on the printed circuit board. The complaint of a temperature issue was not able to be adequately investigated due the damaged screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.